Manufacturer narrative:
The device was returned to zoll; incoming testing of the device confirmed the customers report. It was determined that the device's software had become corrupted. This is typically a result of an incomplete software update, but we were unable to confirm with our records or the customer. The software was reinstalled into the device to resolve the customer report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient, the device halted after partial boot cycle. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.